Manufacturer narrative:
(B)(6).

Event description:
The customer reported a ventilator gave a 1009 error code indicating (vent-inop): pressure regulation high. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and the international philips remote service engineer (rse). The rse advised the customer to perform a pressure accuracy test and advised that they may need to replace the data acquisition (da) printed circuit board assembly (pcba) and provided the part identification number. Moreover, further information regarding the repair has been requested from the customer. No response has been received at this time. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer reported that the device issue was found during device set-up. There was no delay to patient therapy reported. The customer also reported that the device was repaired by consulting with a philips technical support. The customer traced back previous repairs and reported that this issue was resolved without the need of replacement parts. The pneumatic tubing from the manifold to the gas outlet port had been connected to the manifold backwards (9" tubing to port m and the 8" to p) during a previous corrective maintenance. The vent did not alarm during the testing at the end of the corrective maintenance. Once this was corrected a full performance verification was completed and the unit was put back in service.